Event description:
It was initially reported that high lead impedance was detected during diagnostics performed. The patient's device was disabled and she was referred for lead and pulse generator revision. There was no event or issue that was known to have specifically caused the lead fracture or high lead impedance. X-rays were taken by the physician, which reportedly showed a fracture in the lead body. He did not have the x-rays on hand and they were not sent to the manufacturer for review. When the neck area was opened to remove the electrode portion of the lead body, the surgeon noted that part of the metal coil had broken off. The surgeon was unable to remove the entire electrode portion completely due to scar tissue. The explanted lead and pulse generator were returned to the manufacturer for analysis, but it has yet to be completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.